Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: a continuous flush should be performed in order to prevent thromboembolic complications and recommends the use of a renegade catheter to prevent issues. (B)(4).

Event description:
It was reported that the coil protruded from the catheter's tip upon removal. The moderately tortuous target lesion was located in the internal iliac artery (iia). A 10mmx30cm interlock¿ was selected for use. During the procedure, the interlocking arm of the coil detached from the interlocking arm of the pusher wire inside a non bsc microcatheter; however, upon removal, the coil protruded little from the tip of the catheter. The procedure was completed with another of the same device. No patient complications were reported.